Event description:
A patient was implanted with two prodisc c implants at c4-5 and c5-6. No device malfunction or patient symptoms were reported but a surgeon removed the implants and converted the patient to a fusion system on (B)(6) 2024.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc c implants at c4-5 and c5-6. No device malfunction or patient symptoms were reported but a surgeon removed the implants and converted the patient to a fusion system on (B)(6) 2024. A review of the dhrs could not be completed as the part number and lot numbers were not provided and could not be determined during the investigation. Complaint trending found that the rate of the complaints is within the level defined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implants were not returned following the removal surgery due to the hospital's device policy, therefore no device evaluations could be completed. There were no anomalies identified during the complaint investigation, a reason for the removal is unknown. The submission is 2 of 2 devices involved in this event.